Event description:
The customer reported that the left monitor screen was black and no x-ray image would display. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced. The system was tested and found to be working as intended and put back into service.